Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical product(s): - series a patella, catalog# 184764 lot# 492640; vanguard ps femoral, catalog# 183104 lot# 196930; vanguard ps tibial bearing, catalog# 183622 lot# 796150. The following sections could not be completed with the limited information provided. Patient date of birth/age - ni. Patient weight - ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported patient underwent a revision procedure due to tibial subsidence 4 years post implantation.